Event description:
Channel errors / recall affected case rear- damaged/cracked and logic board- software recall affected there was no patient involvement. (B)(6) 2018 11:35:55 (B)(6) po for $365 approved by d(B)(6). Shipping & billing addresses confirmed. *please check for any needed recall updates. (B)(6) 2018 09:00:46 (B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A chr (complaint history record) review in the track wise was performed for the sn (B)(6) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: ca-2018-0171 the customer stated that there was no patient involvement..

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A chr (complaint history record) review in the track wise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).